Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the visual inspection: (bezel is cracked on right side near bipolar ports. Scratches on side cover.) (C-33 on start-up occurred on) erbe unit that was placed on a system and was run in normal mode. (Measurement value for hf voltage too great with on) potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, an error appeared on the integrated electrosurgical unit (iesu) indicating that the foot switch needed to be released. A nurse contacted intuitive surgical, inc. (Isi) technical support to report this issue after the procedure was completed. An isi technical support engineer (tse) guided the site to disconnect the switch cable, but the issue remained. The site had already used the backup generator to complete the procedure. No known impact or patient consequence was reported.